Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. The patient underwent coronary angiography and subsequent intravascular ultrasound (ivus)-guided stent implantation in the 80% stenosed mid left anterior descending (lad) artery. Access was gained in the right brachial artery and a samurai guidewire was selected and placed in the distal section of the lad branch. Another non-boston scientific (bsc) guidewire was advanced into the distal end of the spiral branch. Ivus was inserted for examination and then samurai guidewire could not be moved forward or backward. Upon withdrawal of the samurai guidewire, part of it remained in the left coronary artery and left coronary sinus. An attempt to use the non-bsc guidewire to wrap the fractured samurai guidewire failed. An additional access site was then gained on the left brachial artery allowing for an attempt to retrieve the fractured guide wire from the left coronary artery using a snare device, but it was unsuccessful. Stents were successfully implanted in the lad artery using balloons and stents of various sizes. The improvement in the stenotic lesions was confirmed through angiography and ivus. The procedure was completed without causing the patient significant discomfort.